Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that several of the bd vacutainer® plus plastic pst hemogard¿ tubes seem to have too high of pressure inside the tube as it is difficult to draw blood and there have been incidences when the stoppers/caps have popped off and spilled blood. There was no report of exposure, injury or medical interventions.

Manufacturer narrative:
Investigation: sixteen customer samples were received for evaluation. All customer samples were evaluated for draw volume. The specifications for this testing were 2.43ml to 3.30 ml and all samples measured within the specification range. No difficulties were encountered during draw. A review of the device history record was completed for the incident lot number and based on this review, there were no related quality notifications and all inspections were in compliance with requirements. Based on the investigation, a root cause could not be determined within the scope of this evaluation which would indicate a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd pas business team regularly reviews the collected data for identification of emerging trends.